Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. A getinge field service engineer (fse) arrived and confirmed the issue and found the grounding plug on the power cord was damaged. After replacing the reel, ac power cord, fse performed a full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a.

Event description:
It was reported that during semi annual safety check, the cardiosave intra-aortic balloon pump (iabp) unit failed electrical safety test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.